Event description:
It was reported that the patient underwent a stenting procedure on (B)(6) 2011 with a xact stent deployed in the mildly calcified left internal carotid artery. Post-procedure, the patient became hypotensive and an intravenous dopamine drip was administered. On (B)(6) 2011, an attempt was made to wean the patient off the dopamine drip; however, the patient's blood pressure remained low and the patient was kept an additional night. The hypotension resolved on (B)(6) 2011 and the patient was discharged to home and remained off his oral anti-hypertensive medications. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of hypotension is a known potential adverse event as listed in the xact instructions for use. Although a conclusive cause for the reported adverse patient effects and relationship to the device, if any, could not be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.